Manufacturer narrative:
Retainer = black customer returned pump for alleged pump error 3 alarms found on (B)(6) 2021. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded the trace and history files using thus. No pump error 3 alarms noted during testing however, on(B)(6) 2021 there were two (2) pump error 3 alarms [23:39 and 23:49] and one (1) pump error 54 alarm (line number 1421 file number 32122) [23:39] that was triggered due to a software error. The pump was cut open for visual inspection. No damage or moisture damage found on the electronic assembly (pcba 1 and pcba 2), motor and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, and pillowing keypad overlay. Pump error 3 and pump error 54 alarms are confirmed. Pump error 3 and pump error 54 alarms found in the history files are due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer also stated that the alarm was repeated twice. No harm requiring medical intervention was reported. The insulin pump will be returned for the further analysis.